Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Liner dislocation after one month of implantation. The liner was revised. Update from rep: liner dislocated from shell.

Event description:
Liner dislocation after one month of implantation. The liner was revised. Update from rep: liner dislocated from shell.

Manufacturer narrative:
Corrected data. Lot code was corrected based on the received device. An event regarding disassociation of the liner from the shell component involving a trident liner was reported. Method & results: device evaluation and results: visual inspection of the returned device indicates damage in a number of areas. Damage was noted on the outer surface which would have been in contact with the shell component. These indentations may be indicative of some obstruction that the liner came into contact with when it was being impacted into the shell component. Damage was also noted on the outer lip of the insert and on the edges of the shell and on the raised area which would lock into shell. The damage on the lip of the component is consistent with the reported event that the liner disassociated in vivo and was subsequently explanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: visual inspection of the returned device indicates damage in a number of areas. Damage was noted on the outer surface which would have been in contact with the shell component. These indentations may be indicative of some obstruction that the liner came into contact with when it was being impacted into the shell component. Damage was also noted on the outer lip of the insert and on the edges of the shell and on the raised area which would lock into shell. The damage on the lip of the component is consistent with the reported event that the liner disassociated in vivo and was subsequently explanted. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, post-operative x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.